Event description:
It was reported the patient noted pain at the site while wearing the pod for between 5 and 24 hours. When the pod was removed, the needle reportedly did not retract as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.